Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited cardiac compass invalid data. The right ventricular (rv) lead exhibited high thresholds. The ipg remains in use. The rv was explanted and replaced. No patient complications have been reported as a result of this event.